Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were added: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for balloon burst could not be confirmed due to unavailability of the device or imagery for evaluation. Per the IFU, "the delivery system and accessories are intended to facilitate the placement of the bioprosthesis via the transfemoral, transseptal, subclavian/axillary access approaches". In this case, the procedure was performed via open surgery through the left atrium, and forceps were used to hold the commander delivery system during deployment. The use of surgical instruments could have damaged the balloon prior or during inflation, and as such prevent the balloon from being fully inflated during valve deployment. As such, available information suggests that procedural factors (off-label operation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards' affiliate in australia, a 26 mm sapien 3 ultra resilia transcatheter heart valve was implanted in the mitral position via open surgery through the left atrium. During the procedure, since it was an open surgery with valve deployment under direct vision, forceps were used to hold the commander delivery system during deployment to ensure coaxial alignment. During inflation, when the pressure did not increase further, balloon rupture was suspected. The balloon burst likely due to accidental contact with the forceps, and subsequently, blood was observed in the syringe. The valve was partially deployed, and a second commander delivery system was used for post-dilatation. No patient injury occurred, and the patient remained in stable condition.

Manufacturer narrative:
Investigation is ongoing.